Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had no/low audio. This occurred during testing in the central sterile supply. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "no/low volume on speaker" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation found the volume setting was set to low. Evaluator adjusted the volume to medium and the audio continued to function as intended. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.